Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary breast augmentation with two unspecified mentor smooth gel implants. Post-operatively, the patient experienced left breast capsular contracture (baker grade ii) and possible right breast implant rupture. One implant is higher and firmer than the other. The patient also experienced possible trauma on the ruptured implant as they fell a couple of years ago. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On march 11, 2022, mentor became aware that the correct date of implantation was on (B)(6) 2007. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On april 14, 2022, mentor became aware that the correct date of event was february 6, 2019. Mentor also became aware that the suspect medical devices were: (left) 500cc mentor memorygel breast implant catalog: 3505001bc lot: 5737777 sn: (B)(6) and (right) 500cc mentor memorygel breast implant catalog: 3505001bc lot: 5721157 sn: (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures.